Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had increased charge time from 7.9 seconds to 12.85 seconds and decreased voltage from 3.04 volts to 2.67 volts. This device is in the mid-life display of replacement indicators product update classified as a product advisory, which was initially communicated on (B)(6) 2007. No adverse patient effects reported. Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.